Manufacturer narrative:
Examination could not confirm the complaint as the instrument was submitted assembled as designed. The initial reporting stated the instrument was reassembled; however, the user did not feel comfortable using the instrument. The investigation could not draw any conclusions about the root cause of the reported event. Previous investigations found the user over-tightening the threaded insert during use and intentionally disassembling the snap ring from the screw for surgical preference or cleaning are suspected root causes. (B)(4) was conducted in (B)(4) of 2011. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. All subsequent complaints regarding failures within the pinnacle trial liner product family will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The ring popped of the trial.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.